Event description:
Per the clinic, the patient developed a bacterial infection at the incision site (specific date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient underwent a surgical procedure to clean and drain the wound on (B)(6) 2021 under general anesthesia .

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report.